Manufacturer narrative:
(B)(4) (non-union, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spine tumor, type of procedure: "total en bloc spondylectomy", type of approach: posterior it was reported that, the patient underwent posterior fusion at t5-t12 and vertebral body reconstruction with cage at t8-t10. Post-op the rod broke. The rod came in contact with the patient. Patient had back pain as complication. Replacement of rod was performed as a result of this event which prolonged the existing hospitalization. No fragments of the rod remained inside the patient. The surgeon commented that it happened due to unsuccessful bone union by anterior fusion with implant. Hence the patient did not achieve solid fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.